Event description:
Pump #1-channel- while infusing duprivan, the pump infused a "large amount" of air with no alarm. Co rep stated that there was a pt injury, but would not elaborate as to the type of injury.